Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument to perform failure analysis. The large needle driver instrument was analyzed and found to have a detached carbide insert on one grip. The carbide insert, measuring roughly 0.195" x 0.076" in size, was not returned. The mating grip surface exhibited full coverage of brazing material. The grips and other components surrounding the carbide insert did not exhibit damage that would have contributed to the detached insert. The complaint was confirmed by failure analysis. Isi also received medwatch report no mw5157517 stating: "part of grasper of robotic large needle driver broke off while in use. Broken piece was retrieved from abdomen and removed from patient."

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large needle driver instrument associated with the customer reported issue to perform failure analysis and an investigation is currently in progress.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a piece of the grip pad on the large needle driver instrument was observed to fall off into the patient. The fallen portion of the grip pad was retrieved from the patient anatomy and the procedure completed utilizing a back-up da vinci instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no apparent damage or abnormalities observed during inspection of the large needle driver instrument prior to its use. Prior to the incident, the instrument was being utilized and moved in and out of the port during the surgical procedure, however, the wrist of the instrument was straightened upon each removal with no report of resistance during movement of the instrument through the cannula. The surgical task of suturing was being performed when the device fragment was observed to fall inside the patient. The part broke in one piece and was confirmed to not be fragmented. There was no report of the instrument colliding with any other instruments or hard material during the procedure or the fragment falling inside the patient during an instrument tip/accessory collision. The fallen piece was observed to be lying in the patient's abdominal cavity and subsequently retrieved using graspers with full retrieval confirmed by visual inspection. The retrieved fragment was discarded, and therefore, will not be returned with the instrument for further evaluation. There were no post-operative tests performed to check for remaining fragments and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It is unknown what the surgeon believes to have caused the instrument to break or the fragment falling issue.